Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that she is experiencing a lancing device issue with her onetouch ultrasoft blood sampler. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that an unspecified date and time "a few weeks ago", she discovered that the lancet holder on the subject blood sampler was allegedly damaged. The patient stated that she manages her diabetes with a combination of oral medication and insulin (unknown type and dosage) and took her usual, daily dose of medications in response to the reported issue. A "couple of days" after the reported issue occurred, the patient claimed to have developed symptoms of feeling "sweaty, shaky, and fatigue" and at unknown date and time, self treated with food/drink in response to these symptoms. At the time of troubleshooting, the cca determined that the patient was using the blood sampler as recommended per the owner¿s booklet and that there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury and received medical treatment after the alleged product issue.

Manufacturer narrative:
Device evaluation: the lancing device involved with this complaint has been returned and evaluated by product analysis on august 26, 2011 with the following findings: the lancing device involved with this complaint failed testing. The lancet holder cup was found broken. Therefore, the complaint is confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.